Event description:
The pt reported that his vibration feature is not working when he gives himself a standard bolus. The pt reported that his blood glucose values were not affected by this issue. The pt switched to his back up infusion device. The product has been requested to be returned for evaluation. No medical assistance was required by a healthcare professional or second party to address the issue.